Event description:
The international distributor of cryocyte freezing containers reported to baxter that a customer reported a broken cryocyte bag during a media fill experiment. There was no patient involvement. The problem was noted after storage. Bags were filled with 50-100ml media. Metal cassettes were used for freezing and storage. A controlled rate freezer was used. Storage of containers was in vapor phase, and duration of storage was for 4 days.

Manufacturer narrative:
The bag was sent to baxter for evaluation and the results of the evaluation were as follows: both d-ring caps /ports intact; donor tube missing, broken off even with tubing sleeve. Inverted beading could not be evaluated due to the severe damage. Bag completely shattered thru both front and back surfaces, and thru perimeter seal in at least 5 places, essentially removing the left side seal entirely, and thru port seal between left membrane port and donor tube. Primary crack around, parallel to, and just inside the perimeter seal with innumerable feathering branches thru both sides, starting primarily in lower left quadrant, spreading up diagonally. The conclution of the evaluation is that this type of cracking parallel to the perimeter seal is typical of liquid nitrogen ingress, and that excessively long donor tube tubes with marginally adequate seals may have been a contributor to this failure mode. Additionally, the longer donor tube length may have caused it to be broken during handling or while frozen. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.